Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Devices of multiple part/lot numbers were implanted during the procedure including: part: 5484801 / lot: sv12c053(x1) part: 5484801 / lot: sv12m010(x1) it is unknown at this point that which product contributed to the event.¿

Event description:
It was reported that a patient underwent me-tlif at l3-5 levels. During surgery, dura injury was occurred when the cage was removed with curved adjustor endoscopically. It was rotated during insertion but placed obliquely. The surgeon tried to remove and re-insert but it could not be hooked well and dura injury was occurred by momentum of removal. Reduction extender was come off twice during posterior fusion at l3-5 levels. The surgeon inserted the rod via other incision with longitude inserter for l4 reduction because the patient had scoliosis. The rod was pushed down at l3 and l5 extender alternately but it became hard to push around indicating. The surgeon loosed and tried a few times while changing extender angle to screw axis (it was angled unusual position for the reduction because it were interfered each other as a result of that it were bulky and screws were very close) and l3 extender was come off around left on the indicator with sound (it did not look damage). It could not reconnected with rrp due to muscle interferer. The surgeon loosed other extender and tried again but it was failed. The surgeon connected the extender after the screw was removed. L5 extender was also come off and could not reconnected with rrp etc. The surgery was change open surgery. The surgical time was extended 31-60 min as a result of the event. The products came in contact with the patient. No patient complications were reported. No medtronic cage and screws were involved to the event. Also no problem were reported to inner sleeve. Milestone peek at l3/4 level was inserted via tubular on the left approach. Dura injury was occurred when the cage was removed. The surgeon gave up to remove the cage and used bolheal for the dura damge. The event was occurred during fixation on the right side after l4/5 cage insertion, left fixation and rod placement. After insertion of screws and pre-bend rod with a longitude inserter, a rod was pushed down at l3 and l5 alternately but it was stopped around indicating. The surgeon had tried to adjust but l3 extender was come off around left on the indicator. The sales rep tied to stop the surgeon because a lot of force seemed to be loaded but it was late. It could not reconnected with rrp due to muscle interferer. The surgeon connected the extender after the screw was removed. L5 extender was also come off and could not reconnected with rrp and pusher. All extenders and rods were removed, and then the surgery was changed open surgery.